Event description:
Procedure performed: unknown event description: [translation] actually, on (B)(6) 2023, during the passage of the wire and the needle in the trocar, it was noted a deterioration of the shaft of the trocar. Other devices of the same reference and of unknown lots were used to manage the patient, who presented plastic particles in the abdominal wall following this incident. Additional information received from applied medical representative via email 13feb23: no patient injury or illness occur associated with the complaint event. The patient is fine. The procedure name is unknown. By "a deterioration of the shaft of the trocar was noted", the customer means that the inside of the cannula has been damaged by the needle. It is unknown where the break occurred. The bend/break was identified during insertion and use. The trocar was the trocar rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The break caused particulation. All pieces were retrieved from the patient. The trocar was not used with a robot. A needle holder was inside the cannula at the time of the incident. Additional information received from applied medical representative via email 2apr23: as the incident occurred with only one sleeve, the customer returned the sleeve mentioned. 3 trocars were used during this procedure (1 cff12 and 1 cfs02). The operating room team was unable to distinguish the source of this sleeve, either cff12 or cfs02, and therefore returned both packages and the sleeve. Patient status: no patient injury or illness occurred associated with the complaint event. The patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula shaft. The inside of the cannula shaft had scratches and a hole. Based on the condition of the returned unit and the description of the event, it is likely that the damaged cannula shaft was caused by the suture needle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event received of cannula breakage. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health. Shavings from the inside of the cannula poses minimal risk to the patient as the shavings would be small, soft, malleable and not sharp. The shavings would likely be encapsulated by the body. Correction: the correction of device information in section d. The device code in section h6 was updated based on the investigation.

Event description:
Procedure performed: unknown. Event description: [translation] actually, on (B)(6) 2023, during the passage of the wire and the needle in the trocar, it was noted a deterioration of the shaft of the trocar. Other devices of the same reference and of unknown lots were used to manage the patient, who presented plastic particles in the abdominal wall following this incident. Additional information received from applied medical representative via email 13feb23: no patient injury or illness occur associated with the complaint event. The patient is fine. The procedure name is unknown. By "a deterioration of the shaft of the trocar was noted," the customer means that the inside of the cannula has been damaged by the needle. It is unknown where the break occurred. The bend/break was identified during insertion and use. The trocar was the trocar rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The break caused particulation. All pieces were retrieved from the patient. The trocar was not used with a robot. A needle holder was inside the cannula at the time of the incident. Patient status: fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.